Event description:
On 05/31/2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was not powering on. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.

Manufacturer narrative:
Device evaluation: lifescan received the meter involved with this complaint and completed device evaluation on 03/08/2011. Investigation confirmed that the meter was not powering on with test strip insertion: found that the meter was cracked and there were bad contacts between spc pins and the test strip.